Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the clamps on an unspecified number of tubing sets were not holding the sodium chloride (simultaneous flow). This was further described by the customer as they have been ¿putting multiple clamps on the tubing (unspecified) to try and prevent the nacl from being pulled by the pump through the piggyback even with the drug is hung higher than the saline¿. This was identified during unspecified process steps. There was no report of patient injury or medical intervention associated with this event. No additional information is available.